Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 200-300 mg/dl. The customer did not know what caused the bg to elevated. The customer inadvertently used a 3 ml cartridge syringe instead of a smaller syringe to deliver insulin when the high bg was addressed. The customer's bg level lowered and the customer went unconscious. Paramedics treated the customer with glucagon shots. The customer's bg returned to target level. As the event had occurred in the past, tandem technical support was unable to troubleshoot to help determine a possible cause of the fluctuating bg.